Event description:
It was reported that the patient's blood pressure dropped towards the end of an a-fib case and the ultrasound confirmed a tamponade. Pericardiocentesis was performed and 500 milliliters of fluid was removed. The patient was stabilized and admitted for observation. The outcome of the adverse event was reported as fully recovered. The patient was discharged from the hospital a few days later. The physician opinion regarding the causality of the event was possible device related. The physician also stated that it was unsure what caused the tamponade and when it happened. The physician stated there was no lock on the mobicath sheath (which was also used in the procedure) and the dilator may have advanced and perforated the patient.

Manufacturer narrative:
Product analysis was not performed since the product was not returned to bwi for analysis. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: us catalog #: fg540000, serial#: (B)(4). Stockert 70 system: us catalog #: s7001, serial#: (B)(4). Cool flow pump: us catalog #: cfp002, serial#: (B)(4). Lasso nav variable eco: us catalog #: d134301, lot #:15645541l. Halo: us catalog #: d7t20282rt, lot #:15645114l. Mobicath sheath: catalog and lot number unknown. (B)(4).